Event description:
A report was received that the pt underwent an ipg revision surgery due to the ipg not holding a charge. The pt reported that she has to charge twice a week and the ipg completely depletes. The pt is reportedly doing well following the procedure.